Manufacturer narrative:
Investigation performed by bci using controls and low, medium and high positive calibrators gave expected results. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc., (bci) and stated that the icon sc strep a testing device gave negative (-) results on patients that were tested positive (+) on cultures. The false results were not reported out of the lab. Patients were given antibiotic treatments and are doing well. No effect to patients has been reported.